Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose level was 402 mg/dl and at the time of incident the patient was at 327 mg/dl. Customer stated the other blood glucose value was 392 mg/dl, over 400 mg/dl. Customer experienced symptoms such as stomach was a little sick. The customer was treated with insulin pump and manual injection. Customer did not allege pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis.